Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# v621114, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. Product ID: 3889-33, lot# v621114, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The health care provider stated that the device was malfunctioning and would like to send it back for analysis. The devices were explanted a day prior to this call. It was later reported that there was a miscommunication; the health care provider did not think the device malfunctioned. The patient complained of leg pain and that was the reason the system was explanted. It was noted that the lead was partially explanted. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins s/n: (B)(4) found insignificant anomalies.